Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor trend relating complaints.

Event description:
The event is reported as: the customer alleges that the endotracheal tube leaked during use. Per the medwatch, the pt's volume decreased to 100: pulmonary team present, airway cart brought to pt's bedside to exchange endotracheal tube. The pt was sedated and a tube exchanger was placed and a new endotracheal tube was inserted. The pt's condition is reported as fine.